Manufacturer narrative:
Evaluation of the product was performed by fhc sales representative at the surgery. This evaluation found that the screw used to fixate the lead within the dbs depth stop adapter had damaged the lead. A specific warning in the dfu exists for this device stating that overtightening of the screw may damage the lead. The screw fixating the lead had recently been changed from a flat-tipped screw to one with a round tip. However, the verification and validation failed to show the possibility of the new screw damaging the lead if it was overtightened. Subsequent field action is underway for this product.

Event description:
Fhc sales personnel attended a surgery where the screw within the depth stop adapter damaged the dbs lead - a hole was seen within the lead insulation. The lead was replaced and the surgery proceeded successfully.